Event description:
The customer reported that the luer lock cannula came off of the syringe while irrigating during an ophthalmic procedure. No patient harm was reported.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
This is the first complaint reported for this lot. Review of the device history record indicates the order was built to specification. A 3ml syringe was returned in good condition, a lab stock syringe needle/cap was able to lock into the 3ml syringe and was tested with 3ml of fluid (bubbles purged), the lab stock syringe needle/cap was able to remain locked in the syringe while releasing fluid from the syringe. The root cause of the customer's complaint is unknown. The returned sample of the syringe met specifications. (B)(4).